Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized twice and the paramedics have come to his house three times due to low blood glucose. The blood glucose readings were between 38 to 43 mg/dl at the time of hospitalizations. Nothing further was reported.